Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 04jan2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was stuck in the matrix drawer latch mechanism. A field service engineer determined that the periodic inventory process was completed to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure and required maintenance. The customer stated that the user managed to get the medicines from another station and there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.